Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical services center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 4. The home patient (hp) already closed all clamps and disconnected from the hc prior to calling. The technical service representative (tsr) assisted the hp with troubleshooting to clear the alarm, and removing the cassette. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 alarm could not be confirmed, because the sample was not returned and a cause was undetermined. A batch review could not be performed as lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.